Event description:
In 09/2005 - the pt was being treated for an ulceration of the aortic arch. The clinician made an incision in the ascending aorta and placed a surgical bifurcated graft. One leg of the bifurcated graft provided blood supply to the innominate artery and the other to the left carotid artery. Additionally, a 10mm graft was sewn into the bifurcated trunk portion of the graft as a conduit. The tag device was deployed into the aortic arch through the conduit, covering all three arch vessels in order to cover the ulceration. An angiogram was done at the end of the procedure indicating successful blood flow into the innominate and left carodid artery through the bifurcated graft. The pt died the next day. The autopsy indicated that the aortic arch grafts were intact and the preliminary cause of death was hypovolemic shock secondary to hemorrhaging.